Event description:
Procedure type: lap salpingostomy. Patient gender: female. According to the reporter: the blue tip of the trocar fell off into the patient. The tip was retrieved without harm to the patient. No patient injury was reported.